Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this morning the balloon of the foley deflated while the patient was already positioned in the prone position. Customer had to flip back to the gurney and insert a new foley. Customer tested the removed foley by inflating the balloon and it took about 35 minutes to deflate.